Manufacturer narrative:
(B)(4). The initial report had the incorrect initial reporter information in narrative. The correct information has been provided with this report.

Event description:
The customer's wife reported via phone call that the customer had high blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer was experienced high blood glucose level. Blood glucose level at the time of the incident was over 500 mg/dl. Customer was treated with insulin pump. Customer stated time was incorrect and also stated insulin pump had insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.